Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03130. It was reported that the patient presented with pain in pocket and the implantable cardioverter defibrillator and lead were protruding out. The physician performed a pocket revision. The patient was stable.